Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the physician experienced a cuff miss. A second proglide device was used with the same results. Hemostasis was achieved with an angioseal. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Device #2 perclose proglide, part# 12673-03, lot# 63060-6h is being filed under a separate medwatch MFR number.